Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were missing upon receipt, the top case was cracked by the front left bottom corner, the locking tabs on the bottom case and as well as the bottom case were cracked, the battery and battery door was missing and contamination was visible by the l-bracket pole clamp. Error codes could not be retrieved from the ehl (event history log) due to no display. The customer reported issue was duplicated as the device alarmed constantly with no display during the investigation. Root cause of the reported issue is due to customer/user error whereby the device was used improperly. The customer must have downloaded a program and did not complete the upload process from the base to the head. Uploaded software from base unit via interconnect board to the head unit (main board) by performing power point process. Reprogrammed firmware software to version v1.6.4. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Other, other text: b5: additional information: no patient involvement was reported. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service the device had a power malfunction. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.